Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing erratic readings over the last six months and alleges pump may not be delivering all of the insulin. No adverse event reported; was able to self-treat. Requested return of the alleged device for evaluation.